Manufacturer narrative:
B5: correction/additional information: the customer clarified that the issue was with the filter only (initially reported as the filter was separated from the rest of the set). Correction: f10/h6: component codes (remove g04134). H10: the device evaluation was completed. Visual inspection was performed using the naked eye which observed the membrane of the filer was damaged; the reported issue of separation was not observed. Additionally, it was observed that some drops of solvent were introduced into the filter during the manufacturing process, damaging the membrane. The reported condition was verified. The cause of the condition was due to contact of solvent with the membrane due to improper handling of the product during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set was separated from the rest of the set. This issue was identified during set up upon opening the package. There was no patient involvement. No additional information is available.